Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV and seroma

Event description:
Healthcare professional reported through distributor ¿capsular contracture baker grade IV¿ and ¿seroma¿. This record is for the right side. Device was explanted.